Manufacturer narrative:
Analysis of the pump ((B)(4)) found a pump hybrid high current drain - l334 ic anomaly and gear train anomalies; corrosion and/or wear and/or lubrication and the motor stall was due to gear wheel 3. Pal analysis confirmed the no telemetry along with a high static current drain of 28.66 average; constant alarming was not encountered. Further analysis determined that all regulated supplies were out-of-tolerance (oot) causing the device to get stuck in a high current drain state during power-on reset (por). After removing repackaging, and retesting the u1 l334 analog integrated circuit (ic), in a system breadboard (sbb), the oot was isolated to this ic. Two adjacent solder bump extrusions (sbe) were identified on non-connected u2 d487 microprocessor ic pads; however, no distinct solder bridging was observed. Simulations on the sbb confirmed that even if these pads shorted, there would not have been any effect on hybrid operations. Pal analysis determined that the l334 ic was likely overstressed due to continued operation below the normal hybrid power-down voltage of 1.98v. The l334 ic hybrid location identification is u1. The l334 used in this device was part number pl334-006ab from lot number 1dnvs.35p.

Event description:
On 2015-10-01, additional information was received from the manufacturer representative (rep). It was reported that the rep had no additional information about the history of the pump. The rep only knew that the hcp used the pump after "normal" replacement due to normal battery depletion. It was stated by the rep, "seems, that elective replacement indicator (eri) was reached". The pump was programmed to pump off state to avoid people due to "eri/eos/low reservoir".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2015, information was received from a manufacturer representative (rep) regarding a pump used to deliver an unknown drug to an unknown patient at an unknown dose and concentration for an unknown indication for use. On an unknown date, the pump was explanted from the patient and cleaned as the healthcare professional (hcp) intended to use the pump as a demo for showing/explaining to patients. The cause of the explant was reported as a regular explant with no reported device issues. The pump showed elective replacement indicator (eri). The healthcare professional (hcp) used the pump-off code to stop the pump and switch off the alarm function. The pump was now alarming with a critical alarm code and was not able to be interrogated with an 8840 physician programmer. There were no patient symptoms reported as the pump was not implanted at the time of the device issue. Additional information has been requested regarding implant/explant dates and drug used in the pump, but it was not available at the time of this report.